Event description:
It was reported that after total hip was implanted, doctor found it was not as stable as he would have liked. Therefore, he took out the 0 degree liner and replaced it with a 10 degree liner. A 50 mm 6.5 screw was used to remove the insert. Sales rep confirmed that this was during primary surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
Upon further review, it was noted that there was no product issue, normal operative range of motion (rom) and stability checks were followed. No further investigation of this event is required.

Event description:
It was reported that after total hip was implanted, doctor found it was not as stable as he would have liked. Therefore, he took out the 0 degree liner and replaced it with a 10 degree liner. A 50 mm 6.5 screw was used to remove the insert. Sales rep confirmed that this was during primary surgery. Update: upon further review, it was noted that there was no product issue, normal operative range of motion (rom) and stability checks were followed.